Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory in galway, the valve was returned loaded inside the delivery system. An infold was observed as the valve was being deployed. The valve was then forwarded to the santa ana product analysis lab via fedex inside a heart valve return kit in clear 0.2% glutaraldehyde solution. The valve was discolored, showing evidence of blood contact with a remnant piece of host tissue. All leaflets were stiff with signs of severe creases and imprints. All leaflets were to be in a partially closed position with a large gap between all free margins. All commissures were intact. The valve was received in a crimped state with the inflow aspect exhibiting an ovalized appearance. The valve was submerged in a warm saline bath. The valve appeared to maintain a compressed condition possibly from being loaded inside the delivery system for an unknown amount of time. Due to the received condition of the valve, a deployment simulation could not be performed to assess the against the reported event. Conclusion: the valve was returned to medtronic analysis lab. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: five static images and a mpxr questionnaire were provided for review of the event description above. The patient¿s executive summary was provided for anatomical review. There was no evidence of an infold during the first deployment attempt. After one recapture, an infold was noticeable at 80%. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. The infolded valve was discarded, and a new valve was successfully deployment. Physicians and field team followed medtronic best practices. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, it was reported that the infold was detected after recapture, on the second deployment attempt. Review of the device history record (DHR) and frame record for this device were performed. Based on the DHR review, all process parameters were within specification as outlined in applicable procedures and specifications. All materials used were as per the requirements of the DHR. All processes were carried out as per relevant procedures and met specification. This event does not indicate device misuse or malfunction. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34 mm transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty was performed with a 23 mm true balloon. It was reported that a good valve load was confirmed via visual, tactile, and fluoroscopic inspection. Upon first deployment, the valve was recaptured because the position was too high. During the second deployment attempt, infolding was observed. Subsequently, the valve and delivery catheter system (dcs) were withdrawn from the patient and a new 34 mm valve and dcs were used with a good result. No adverse patient effects were reported.